Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the fluid intrusion, which led to corrosion on the radio printed circuit board, rendering the device unrepairable. The module was retired from service.

Event description:
It was reported that a wireless battery module suffered fluid intrusion. It was also reported that there was no patient injury.